Manufacturer narrative:
Concomitant medical products: product ID: 978a128, lot#: va24s85, implanted: (B)(6) 2020, product type: lead. Product ID: 3560030, lot#: va24he0, product type: extension. Product ID: 978a128, lot#: va24s85, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 20-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) reporting that during the advanced evaluation when testing the electrode with the micro test cable it worked out perfectly fine. Upon closure the doctor measured the impedances and revealed high impedances of >4,000 ohms on all contacts. This was where the problem appeared and at this time the pocket was already closed. A motor effect was observed when increasing stimulation. A great motor response was received when tested with amplitude from 10 ma to 1ma. However, the maximum settings had been reached message was observed when 1.3ma was programmed. The patient was still in the hospital and will be monitored. Depending on the therapeutic effect, next steps will be taken. It was difficult to see the alignment of the electrodes inside the new percutaneous test cable. It was unknown whether the percutaneous extension test cable was properly connected to the lead. It was further stated that according to the physician the lead was fully inserted. They could see all blue signs and the lead has been fully screwed until a click was heard. The electrode was correctly connected tot he connection cable. The next day the patient felt stimulation with an amplitude of 1.3ma. It was noted that the patient did not stay in the hospital longer than the expected normal time. Two weeks later it was reported that while in the or the patient could improve their symptoms with the stimulation. So even the impedances were to high end everything looked like the electrode had not been connected correctly. The stimulation seemed to work. It was planned that the patient gets their implantable neurostimulator at the end of march. No further complications were reported or anticipated.